Event description:
It was reported that the device was explanted approx after implant duration of 118 months, due to aortic stenosis. No further details were provided.

Manufacturer narrative:
Device not returned.